Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.